Event description:
According to the reporter, a suction catheter could not be passed through the product during use. No incident related medical sequelae was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Review of the device history record and related documents did not show any related mfg issues. Inspection and testing indicated that the device met with requirements prior to release. The suspect device was tested per spec which requires the passing of a 8fr suction catheter, which the device passed. The customer's complaint of difficulty passing a suction catheter was tested, the customer complaint was not verified, an 8fr could be easily passed. Three sections of the shaft (i.e., 2-3mm above the neck flange, 2-3mm below the neck flange, and 30-35 mm below the neck flange) were removed and measured using a (B)(4) measuring microscope. The inner diameter measurements were 3.41 mm, 3.43 mm, and 3.35 mm, which were within the mfg spec (3.50 mm +/- 0.15). No conclusion can be drawn as no failure was detected and the product was within spec.